Manufacturer narrative:
Date rec'd by MFR: 03sep2019. The replaced gds (gas delivery system) assembly was returned and failure investigation was performed on (B)(6). 2019. The gds assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 25jul2019. The customer reported that replacing the flow sensor assembly resolved the problem and the ventilator is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator failed the o2 flow accuracy test. There was no patient or user involvement.